Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg. The customer will continue to use current pump for insulin therapy.